Event description:
It was reported that the customer has high blood glucose levels on the second day after changing site.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.